Manufacturer narrative:
A case has been created and filed internally for the hospitalization unrelated to the ilet.

Event description:
It was reported that the user¿s ilet screen fractured several weeks before the incident, the device was not functioning, and the user did not initiate backup therapy until later, which led to hyperglycemia with a documented blood glucose of 475 mg/dl and subsequent hospital admission where glucose was corrected with an insulin drip. Symptoms included nausea and vomiting. Outcomes included hospitalization and the need for unexpected medical intervention with medication. Investigation included communication with healthcare staff and the user, along with analysis of information provided. Investigation of this case revealed a stress-related problem associated with the touchscreen component that fractured, while the clinical course reflected exogenous insulin administration for correction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.